Manufacturer narrative:
Upon device return, analysis found that the catheter body had abrasion and/or deformation in shape. It was noted that this finding did not affect infusion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was aggravated from the surgery which 'blew' the patient up and required him to be seen by his managing hcp. It was also noted that the patient was tired and frustrated from the surgery.

Event description:
After the pump replacement and catheter revision (see manufacturer¿s report # 3004209178-2015-08575) on (B)(6) 2015, the patient was looking at his telemetry printout. The catheter information indicated ¿new 2 piece pump segment implanted 66.0 cm removed 0 cm and implanted 66 cm. Spinal segment length 15 cm removed 0 cm implanted 15 cm¿. The patient stated ¿there isn¿t any way going from side of pump to back is 81 cm for his catheter and disputes it is accurate even though paper says something else¿. The patient stated ¿with his calculations that is around 40 inches and doesn¿t feel it is in there¿. The patient stated ¿if the doctor is saying he has 81 cm in him and only has 40 cm then the calculation for him is inaccurate for what they would fill it¿. The patient stated he ¿knows it isn¿t as long as the last catheter because of his telemetry printout; his original catheter before has total catheter length was 89 cm in length removed 25 cm which equals total of 64 cm¿. Also after the pump replacement and catheter revision, the patient had symptoms of itching, severe spinal headaches, spasticity, ¿etc¿. On (B)(6)2015, the patient had return of symptoms; he went from having limp legs to all of his spasticity coming back. In the middle of the patient¿s back where the catheter was located, the spinal area was puffed up and inflamed; ¿it pumps up every once in a while¿. This came on suddenly. The patient stated ¿it felt like little pins in his back or knife stabbing or something like that¿. The patient was scheduled for surgery on (B)(6) 2015 to fix the issue; ¿it¿s no longer working¿. No dye studies or x-rays were done. On (B)(6) 2015, they looked at the patient¿s back area and felt that the catheter had pulled out or dislodged or broke. It was later reported that the patient was experiencing underdose symptoms. The patient was taken to surgery on (B)(6) 2015 and it was found that the spinal segment of the catheter had pulled out of the intrathecal space. A new spinal segment (38.1 cm) was implanted. There was good csf (cerebrospinal fluid) flow. The segment was then spliced to the existing pump segment. A blood patch was done. The programmer was programmed with (38.1 cm spinal + 66 cm pump segment). The new spinal segment of the catheter was primed and the pump dose was lowered to 140 mcg/day. Following the procedure, the patient was doing well and receiving effective therapy. The patient recovered without permanent impairment. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4).